Event description:
A falsely elevated troponin I result of 1.31 mg/ml was obtained. The result was reported to the physician who questioned the result. The sample was retested on the same instrument and a negative result was obtained. The sample was also retested on an alternate methodology and regative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was a problem with the instrument's sample syringe solenoid.